Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture could not be tested due to not all the components being returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right femoral vein was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a mitraclip procedure. Reportedly, the sheath was upsized to a 24f and the mitraclip procedure was completed. The first proglide suture was tightened; however, the second proglide suture pulled out of the artery when tightened. Manual venous compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.